Event description:
Patient had an isomed pump implanted in 2003 with prophylactic antibotic zinacef 1.5 gram. Four months later, the patient had surgery to close a hole in the pump incision site again with prophylactic antibiotics. Four months later, the patient received a pump refill and 8 days later presented with redness and pain over the pump and a fever. A culture of the pump area was done with no growth reported. The pump and the catheter were explanted. The pateint was discharged to home with oral medication "on the same level as when they came, almost one year earlier."